Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown humeral stem (exact catalogue number unknown) on an unknown date. It was reported that the patient fell which caused the humerus to fracture and the stem to subside. A revision surgery was performed.

Manufacturer narrative:
The DHR check could not be performed as the lot number was not available. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Event summary: it is reported that the patient fell down and its humerus broke (he had a fracture stem already implanted). The patient had to be revised as the humerus broke and the stem subsided. Root cause determination: damage to bone through intraoperative corrections affect performance in-vivo (i.e. Loosening, migration, misalignment). Due to intraoperative corrections might contribute to poor long-term results => possible: cannot be excluded. However, most probably the migration of the stem occurred due to patient's fall. It is reported that the patient fell down and its humerus broke (he had a fracture stem already implanted). The patient had to be revised as the humerus broke and the stem subsided. Conclusion summary the most probable root cause of stem subsidence is the patient's fall. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).